Manufacturer narrative:
A customer in canada notified biomérieux of obtaining a misidentification of actonimyces as listeria monocytogenes with the vitek ms system, reference (B)(4), serial number #(B)(6). Investigation fine tuning: according to vilink alert tool criteria, a fine tuning was not needed during customer¿s tests, however the fine tuning status was near the limit. Knowledge base: biomérieux r&d identified the customer strain as actinomyces oris (based on full-16s sequencing), which is present in vitek ms kb v3.2. Sample spot quality: the calibrator and sample ¿all peaks¿ values are heterogeneous. The customer's spot preparation was not optimal. Sample data analysis: based on the raw data provided, the sample ¿all peaks¿ values are heterogeneous ¿varying between 33 and 51 peaks. The repeat test was made with formic acid, which is not validated for use with bacteria (formic acid is part of the yeast protocol). This is considered to be an off label use. The initial identification was obtained with a low number of peak (33), near the limit to give a "no identification" result (minimum is 30 peaks). Reprocessing the customer data with next vitek ms kb v3.3 (in development) gives a "no identification" result for the original test and a single choice of actinomyces oris/viscosus for the retest. The potential misidentification to listeria monocytogenes was not observed. Biomérieux sample testing: biomérieux quality control laboratory did not reproduce the vitek ms customer misidentification issue to listeria monocytogenes. They obtained the expected identification for one test out of the five tests made, with the other four tests giving no identification results. The dendrograms for actinomyces viscosus and actinomyces oris were analyzed. The spectra of the customer¿s sample was not similar to either a. Viscosus nor a. Oris. The percentage of relative similarity is under the limit of 65%. This indicates that the customer sample could be an atypical strain of actinomyces oris or a new actinomyces species that sequencing was not able to identify. Cases with ¿no identification¿ results are not a product malfunction. The system does not provide a identification and the vitek workflow user manual 4501-2233 ¿ f documents the instructions for next actions : ¿repeat the acquisition for the same deposit. If the message is displayed again, redo the deposit and then the acquisition. If the message is displayed again, repeat the identification using another method (such as vitek® 2, api strip, other biochemical or molecular methods).¿ conclusion biomerieux investigation found the root cause of the customer¿s issue to be non-optimal spot preparation. Local customer service provided the customer with additional training materials to help improve their spot preparation technique. Customer service also provided information regarding vitek® pickme¿ (ref (B)(4)/(B)(4)) to further assist with sample spot preparation).

Event description:
A customer in (B)(6) notified biomérieux of obtaining a misidentification of actonimyces as listeria monocytogenes with the vitek ms system, reference 410895, serial number # (B)(4). The customer repeated the test and obtained actinomyces oris/viscosus. Summary: initial result : listeria monocytogenes. Repeat result : actinomyces oris/viscosus. Biochemical tests have been performed by the customer to confirm the organism and the gram staining. No information has been provided regarding patient impact due to the misidentification. A biomérieux internal investigation has been initiated.